Event description:
Caller reported aviva system blood glucose results of 543 mg/dl, 231 mg/dl, 574 mg/dl, and 210 mg/dl within 14 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.